Manufacturer narrative:
A vendor evaluated at the customer site. The field service engineer (fse) informed the customer that proper detergent was not used in addition to not properly rinsing the scopes which caused the detergent to foam in the disinfect reservoir. The fse advised the customer to empty and refill the disinfect reservoir and performed an empty cycle - successful. The system met the MFR's specs.

Event description:
The customer alleged the unit was leaking disinfectant from the reservoir. No injuries were involved. An asp field service engineer (fse) went to the facility to assess the unit.